Manufacturer narrative:
Wheel assembly.

Event description:
It was reported by service report that the wheel was broken. The customer could not determine if there was pt involvement or if there were adverse consequences to report.